Event description:
Caller reported cartridge was not fitting properly on pump, with o-ring discovered on pneumatic tap causing issue. Blood glucose level did not exceed 500 mg/dl, indicating no significant impact. Customer was instructed to clean area, but cartridge could not be successfully loaded. As a result, cts decided to replace pump, confirmed warranty status, and arranged for delivery of a new pump with updated software. Customer was informed of necessary actions with replacement and return of malfunctioning pump. There was no backup therapy available, but caller understood all instructions and acknowledged receipt of information.